Manufacturer narrative:
The device was returned to olympus for inspection and the customer¿s allegation was confirmed. Based on the results of the investigation, it is likely the most probable causes of the reported event were due to damage or deterioration of parts, environmental problems such as dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation the endoeye flex 3d deflectable videoscope exhibited that the image has an abnormal hue due to damage to the charge coupled device, (the image is either magenta or green only) and noise is present in the image. There were no reports of patient harm or patient involvement.